Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited no capture in any lv configuration and high out-of-range pace impedance measurements greater than 2,500 ohms. Lv lead fracture was suspected. This lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As of today, this lead remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that the reported clinical observations are known inherent risks as described in the instructions for use manual for this model lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited no capture in any lv configuration and high out-of-range pace impedance measurements greater than 2,500 ohms. Lv lead fracture was suspected. This lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.